Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and battery out limit alarm. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer's most current level was 186mg/dl. The customer states they treated with manual injections. The customer states the battery out limit alarmed after battery change. The customer states the batteries were out of the pump for three days. The customer states the alarm was normal. Troubleshoot was conducted. The customer is changing out their infusion set and will monitor the device to see if their blood glucose levels drop. The customer was advised to call back if issues persist.